Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Lancet remained in patient's finger; no medical treatment required. Requested return of suspect device and replacement was sent.